Manufacturer narrative:
(B)(4). The bed canopy was returned for eval. However, windows a and b were not returned with the canopy. Physical inspection of the canopy found that the top ridge elastic was broken. In addition, the slider bodies were open on side panels a and b. The leg elastic was broken on side panels c and d. (B)(4).

Event description:
The customer reported that the canopy was missing one of the panels. Eval of the returned product found that the zipper slider bodies were open on two of the side panels.